Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline catalog: 3542650 lot: 262605 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 325cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 7/24/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately 0.4 cm within an area of siltex cracking located on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. At this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).